Event description:
Customer reported blood glucose results of 381 mg/dl and 51 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms of hyperglycemia, treated appropriately. No adverse event reported. A request was made for the return of the system, replacement was sent.